Event description:
The facilities biomed alleged that a pin on the hi/low drive broke causing the bed to lower quickly to the bottom. A patient was on the bed, was scared, but not injured.

Manufacturer narrative:
The facilities biomed stated the hi/low limit vane was broken which may have caused the drive screw shaft to crack. The biomed stated that the break was not recent and the shaft may have been cracked for some time. The biomed discarded the broken parts.